Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, while resecting the colon, it was impossible to load the device on the handle. The stapler was then unable to fire but the surgeon was able to press the green button and squeeze the handle. The surgeon took another stapler to complete the case. There was no patient injury.